Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient enrolled in a clinical study underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2004, due to loosening of the trochanter bolt and claw. The trochanter wires were removed. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-04908 & 2014-00624).

Event description:
It was reported that patient enrolled in a clinical study underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6), 2004 due to loosening of the trochanter bolt and claw. The trochanter wires were removed. Additional information received from clinical data confirmed a revision procedure was performed on (B)(6), 2004 due to a sciatic injury. The trochanter bolt and claw were implanted during the (B)(6), 2004 revision procedure. A review of invoice history could not confirm the date of the original total hip arthroplasty procedure and it could not be determined if a biomet hip was implanted during the original procedure.